Manufacturer narrative:
Philips service replaced the tube module, calibrated the system, and restored the device to functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that a tube module failure caused an inability to perform x-ray exposure on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.